Event description:
Epidural bag was hung by md. One hour later it was noted that pump was delivering boluses and it was noted that 63ccs had infused. The pump was stopped and switched out.

Event description:
Epidural bag was hung by md. One hour later it was noted that pump was delivering boluses and it was noted that 63ccs had infused. The pump was stopped and switched out.